Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the loading process of the pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer, with assistance from technical support, successfully reloaded the cartridge and resumed insulin therapy. Additional issues with pump occlusions were noted, with past occurrences resolved through active troubleshooting. As a result, a replacement was recommended, and instructions provided regarding the return and storage of the current pump.